Manufacturer narrative:
Corrected data: product code: in the initial report the product code was inadvertently entered incorrectly as mfk. The correct code for this product line is poe. Patient code 3191 was inadvertently not entered to capture planned explant. Additional info: through follow-up we learned that the lens was explanted, however a date has not been provided. No vitrectomy was required as no yag capsulotomy was performed. The main incision did not have to be increased, only two new paracentesis were created. The lens was cut-up and discarded. The date of implant was also provided. Vision details before explant: 1.25 corrected with +3.25 sph -1.25 cyl 15°. Far-vision without correction od: 1.0p, near vision without correction od: j6. If implanted; give date: (B)(6) 2014. As a result of the additional information in patient code -3191 has been entered to capture explant, and method code has been updated from 4114 provided in the initial report to 4115 as the device is now known to have been discarded. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: date unknown/ not provided. If implanted; give date: unknown/ not provided. If explanted; give date: planned for the (B)(6) 2019. (B)(6) the intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a secondary operation will be necessary because of visual issues for the patient with foggy vision effecting quality of life. A new toric lens will be implanted instead. No additional information was provided.

Manufacturer narrative:
Additional information: through follow-up we learned that the explant on the right eye was performed on the (B)(6) 2019 and that no incision enlargement, sutures or vitrectomy were necessary. The lens was successfully rotated and cut-up to allow removal. The patient outcome is expected to be good. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.